Event description:
Hospital code team responded to a cardiac arrest, pt found without a pulse on arrival of the team. Disposable defibrillation electrodes were attached to the pt. Reportedly, the device would only charge to 50 joules. The device operator removed the therapy cable, and tried to install the hard paddles into the quik-combo pacing/defribillation adapter connector. The device operator then removed the hard paddles and the adapter and attempted to install the therapy cable into the device without the adapter. When the cable could not be inserted, the device operator then reattached the quik-combo pacing/defibrillation adapter and reattached the therapy cable. The device then operated correctly and care to the pt was continued. The reporter stated there was no adverse affects to the pt as a result of device operation, just a delay in treatment.